Event description:
The patient's system was explanted due to a staphylococcus infection at the pocket site which the physician initially thought was blood build-up. The patient is being treated with antibiotics for the infection.